Event description:
It was reported that a cartridge change error occurred with the customer's pump, and despite following the troubleshooting steps, the cartridge could not be successfully loaded. There was no adverse impact to the customer's blood glucose level. The customer was instructed to employ a manual insulin delivery method as a backup. Tandem technical support coordinated with csa and decided to replace the faulty pump. The new pump, equipped with updated software, was sent to the customer, who was provided with detailed instructions on returning the defective pump and programming the new one.